Event description:
A malfunction was reported on the pump, and it displayed a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction happens again.